Event description:
It was reported that the procedure was to treat a heavily calcified lesion in a tortuous tibial artery. The ht winn guide wire was being advanced with force and during the failed cross attempt, the tip became separated. The tip remained in the calcified lesion. An attempt was made to retrieve the separated tip with a snare device; however, it failed leaving the tip in the anatomy. There was no clinically significant delay in the procedure for the patient who is reported to be in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the hi-torque winn guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance.